Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the bolus amount recommended from the pump was inaccurate. During troubleshooting with tandem technical support it was found that the customer programmed their correction factor incorrectly into the pump. Tandem technical support guided the customer through correcting their pump setting. Customer's blood glucose level was 185 mg/dl.